Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was intermittently losing power on its own. The customer indicated that this did occur during patient use and after the device lost power, it restored power on its own with a short delay. There was no additional information made available regarding the reported issue or the patient. The customer did however state that the patient related to this issue did not suffer any negative outcome.